Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited loss of sensing and far-field r wave; a lead dislodgement was suspected. No patient symptoms or intervention was reported.